Event description:
The customer that during a cystectomy/ileal conduit procedure, the device did not activate. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury. The device was returned for eval with a missing e-clip from the handle of the device. It is unk if the device was received with the clip in place or if the component disengaged after the instrument was removed from the packaging. Add'l questions regarding the device condition have been asked to the customer.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.